Event description:
It was reported that the pump malfunctioned after falling a short distance. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support sent a replacement pump with updated software and provided instructions for storing the faulty pump and returning it within ten days.